Event description:
On (B)(6) 2009, the pt reported that insulin leaked from the insulin cartridge into the infusion device soon after changing the insulin cartridge. She stated that she removed the insulin cartridge and noticed air in the cartridge and infusion tubing. She stated that she attached the adapter and infusion tubing to the insulin cartridge prior to use. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.